Manufacturer narrative:
The investigation for the positioning issue and the saturated flow issues has been completed. According to the clinical description, the patient began experiencing position related suction alarms. Transthoracic echocardiogram confirmed the inlet was interfering with the mitral valve. Multiple unsuccessful attempts were then made to reposition the pump. However, following one more attempt the next day the physician was able to successfully reposition the pump. Shortly after the pump was repositioned, the pump began displaying signs of flow saturation. The decision was then made to remove the pump. It was later noted that the patient's heart had evidence of cardiac tissue erosion from where the pump was mispositioned. Product evaluation confirmed biomaterial on the impeller and no other abnormalities. Additionally, when attempting to reproduce the saturated flow in the lab the pump stopped three times. Data log analysis confirmed multiple positioning issues throughout support. High purge pressure and purge system blocked alarms were also recorded on the second day of support. The cause of the saturated flow was biomaterial. The cause of the positioning issues was not determined due to lack of clinical details. B.1 adverse event was selected incorrectly on the initial manufacturer device report number 1220648-2023-05037. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2023-05037. D.4 revised model number from the initial submission of manufacturer device report number 1220648-2023-05037 in accordance with updated procedures. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2023-05037 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-05037 and should not have been. H.6 code 4628 was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2023-05037.

Manufacturer narrative:
The impella device was received from the customer and an evaluation is pending. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the impella relayed suction alarms. Transesophageal echocardiography showed inlet interfering with mitral valve. The following day the physician was able to successfully reposition, but the pump started displaying signs of flow saturation. Decision was made to remove impella 5.5 at bedside. It was noted by the cardiac surgeon that the patient's heart had evidence of cardiac tissue erosion from where the impella was mispositioned. The patient is stable.